Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified and a definitive root cause was not established. However, it is possible the device was not reprocessed completely due to physical damage. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. Evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a defective image. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage on charge coupled device unit, a noise image occurred. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: water tightness was lost due to damage on upward/downward angulation control knob; bending angle in up direction does not meet the standard value and the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; bending section cover had discoloration; adhesive on bending section cover has a chip and a white-clouded area; adhesives around the objective lens and light guide lens had white-clouded area; connecting tube, protector of universal cord on suction connector side, universal cord, and suction connector had a scratch; connecting tube had coating peeling and wrinkle; switch 1 does not work due to damage; plastic distal end cover had a dent; electrical connector and suction connector had discoloration; forceps channel port was shaved; grip and suction cylinder was shaved; paint on suction cylinder was peeled; upward/downward angulation control knob had corrosion; control unit had discoloration and shaved; electrical connector has discoloration due to water leakage; and switch 4 had wear. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.